Event description:
The pt returned to the hospital to have a small piece of the blue trocar sleeve removed from under the skin's surface at a portal site from a previous surgery at the facility. Pt status: unk.